Manufacturer narrative:
(B)(4). Investigation - a review of the complaint history, instructions for use (IFU), manufacturing instructions (mi), quality control (qc), trends and a visual inspection of the complaint device was conducted for the purpose of this investigation. One used/damaged kcfw-4.0-18/35-45-rb-anl0-hc was returned for investigation. The sheath tubing was found to be separated into two segments connected by exposed coiling. The check-flo assembly was also separated from the sheath. The proximal tubing segment was found to be 23.5 cm. The distal 4 cm of this tubing displayed an accordion type wrinkle. The tubing was frayed at the separation site and there was exposed tnrt lining. The distal tubing segment was measured to be 28 cm. A small pinhole/tear was observed in the distal tubing segment approximately 3 cm from the exposed coil. The flare of the sheath was found to be stretched and had a slight ruffled appearance. Qc instructions are in place to verify for any nonconformance. The IFU is included with the device and states: "warning: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Withdraw the sheath and dilator as a unit. Upon removal from package, inspect the product to ensure no damage has occurred.¿ there is no evidence to suggest the product was not manufactured with specifications. It had been noted that the patient had peripheral vascular disease. It is possible that the patient's condition contributed to damaging the sheath during the procedure, which then could have led to the device becoming stuck and thus excessive force may have been used during removal of the device. No further risk reduction is required due to a low occurrence rate. Cook will continue to monitor for similar events.

Event description:
It was reported during a femoral angiogram the sheath de-braided during use and had to be removed. As of the date of this report no additional information has been received. No piece of device remained in patient. Patient did not require additional procedures. No adverse effect to patient.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from 13sep2016-26jun2017.

Event description:
Related to (B)(4) : this report is in reference to the sheath debraiding. However, the complaint device (kcfw-4.0-18/35-45-rb-anl0-hc) was returned with two separate issues: ((B)(4)) 1. The sheath debraided during use and had to be removed. (MDR report #1820334-2016-00963) ((B)(4)) 2. The hub separated from the sheath during use and had to be removed. Not reported. No piece of device remained in patient. Patient did not require additional procedures. No adverse effect to patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H11) correction: hub separation found upon return of device. A separate file was opened under (B)(4). This follow up is reporting on hub separation. F.10) patient code: no known impact or consequence to patient device code: unraveled material and material separation are not labeled. Investigation- the description of event states, "the complaint device was returned with two separate issues: ((B)(4)) 1. The sheath debraided during use and had to be removed. ((B)(4)) 2. The hub separated from the sheath during use and had to be removed. This (B)(4) is an additional complaint for the hub separation." One used/damaged device was returned for investigation. Inspection of the returned device found the check-flo assembly was separated from the flexor sheath tubing. The flare on the flexor sheath was found to be of adequate size and had a slight ruffled appearance. The distortion of the flare confirms the sheath was securely seated between the check-flo body and connector cap. The patient pre-existing condition is listed as peripheral vascular disease. It is possible that the patient's condition contributed to the device becoming stuck. No further risk reduction is required due to a low occurrence rate. Cook will continue to monitor for similar events. H3 other text : blank fields on this form indicate the information is unknown or unavailable. H11) correction: hub separation found upon return of device. A separate file was opened under (B)(4). This follow up is reporting on hub separation. F.10) patient code: no known impact or consequence to patient device code: unraveled material and material separation are not labeled. Investigation- the description of event states, "the complaint device was returned with two separate issues: ((B)(4)) 1. The sheath debraided during use and had to be removed. ((B)(4)) 2. The hub separated from the sheath during use and had to be removed. This (B)(4) is an additional complaint for the hub separation." One used/damaged device was returned for investigation. Inspection of the returned device found the check-flo assembly was separated from the flexor sheath tubing. The flare on the flexor sheath was found to be of adequate size and had a slight ruffled appearance. The distortion of the flare confirms the sheath was securely seated between the check-flo body and connector cap. The patient pre-existing condition is listed as peripheral vascular disease. It is possible that the patient's condition contributed to the device becoming stuck. No further risk reduction is required due to a low occurrence rate. Cook will continue to monitor for similar events.

Manufacturer narrative:
Corrected data: g1 g7: this is follow-up report #3. The previous report for this case was follow-up #2 but inadvertently documented as follow-up #3. In order to be electronically be submitted this report was labeled follow up #4. Evaluation narrative: a review of the dimensional verification, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used/damaged flexor ansel guiding sheath was returned for investigation. Inspection of the returned device found the check-flo assembly was separated from the flexor sheath tubing. The flare on the flexor sheath was found to be of minimum adequate size and had a slight ruffled appearance. The distortion of the flare suggests that the sheath was securely seated between the check-flo body and connector cap. The diameter of the flare was measured in the orientation of least distortion and was found to be outside of the specified flare diameter. The diameter of the flare was found to be greater than the acceptable range. The inner diameter of the connector cap was found to be in specification. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : corrected data: g1 g7: this is follow-up report #3. The previous report for this case was follow-up #2 but inadvertently documented as follow-up #3. In order to be electronically be submitted this report was labeled follow up #4. Evaluation narrative: a review of the dimensional verification, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used/damaged flexor ansel guiding sheath was returned for investigation. Inspection of the returned device found the check-flo assembly was separated from the flexor sheath tubing. The flare on the flexor sheath was found to be of minimum adequate size and had a slight ruffled appearance. The distortion of the flare suggests that the sheath was securely seated between the check-flo body and connector cap. The diameter of the flare was measured in the orientation of least distortion and was found to be outside of the specified flare diameter. The diameter of the flare was found to be greater than the acceptable range. The inner diameter of the connector cap was found to be in specification. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a femoral angiogram the sheath de-braided during use and had to be removed. As of the date of this report no additional information has been received. No piece of device remained in patient. Patient did not require additional procedures. No adverse effect to patient.